Manufacturer narrative:
It was reported that a hl20 device displayed the error message ¿head¿. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). A getinge field service technician (fst) was sent for investigation and repair on 2025-08-29. The motor was found to be defective and needs to be replaced. A similar complaint with error message: "head" was already investigated in the getinge life cycle engineering. During investigation of the motor it was identified that the output voltage of the tacho signal shows periodical voltage drops. This can lead to a misreading of the motor speed by the rpm control system which results in the reported error message: "head". The most probable root cause could be determined to a contact issue between the tacho rotor and the brushes. The review of the non-conformities has been performed on 2025-09-10 for the period of 2016-02-25 to 2025-08-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2016-02-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: head" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.

Event description:
The event occurred in india. It was reported that a hl20 device displayed the error message ¿head¿. The issue was observed during routine checkup. No harm to any person has been reported. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). The failure can cause an unintentional pump stop. Therefore, a report is required in us. Complaint ID: (B)(4).